Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge company representative reported that the customer has permanently removed this iabp unit from active and clinical service. The company representative has advised the customer to isolate or disable the unit so it cannot be mistakenly put back into service. No further investigation is required.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ignited in an operative or procedural environment when attempting to commence therapy on a patient undertaking a cardiac procedure, and smoke/flame was observed from the area of the power cord or battery upon connection. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. A getinge service representative reported that he was advised that the customer was no longer pursuing this with getinge ¿ (B)(4) and may instead upgrade to a cardiosave iabp. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ignited in an operative or procedural environment when attempting to commence therapy on a patient undertaking a cardiac procedure, and smoke/flame was observed from the area of the power cord or battery upon connection. No patient harm, serious injury or adverse event was reported.